Event description:
It was reported that on (B)(6) 2015, l4/5 plif was performed. After that, nonunion was occurred and the patient complained pain. On (B)(6) 2016, l2-s2ai additional fixation and l4/5 additional bone graft was performed.

Manufacturer narrative:
Device history review, complaint history review, risk assessment. No relevant manufacturing issues were found. Device inspection not performed device still implanted. No product issue was reported therefore root cause of this event cannot be determined.

Event description:
It was reported that on (B)(6) 2015, l4/5 plif was performed. After that, nonunion was occurred and the patient complained pain. On (B)(6) 2016, l2-s2ai additional fixation and l4/5 additional bone graft was performed.